Manufacturer narrative:
.

Event description:
It was reported that the patient has not seen a psychiatrist in a number of years and that she has not taken any antidepressants since shortly after vns implant. It was reported that the patient has been experiencing some increased depressive symptoms. The physician currently does not have a psychiatrist and wants help finding a physician who can manage her vns therapy. It is unknown if the increased depressive symptoms are an increase above the patient's pre-vns baseline. Attempts to obtain additional information will be made, but no additional information has been received to date.

Event description:
The patient reported that she is doing fine, and she feels her vns has made a positive difference for her. She believes vns therapy is still working, since she still feels the stimulation as she always has. She stated that the increase in depressive symptoms which she previously reported was much less severe than the depression she experienced before vns treatment. She reports that she has not had her vns device recently checked.